Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was found to be fully operational. A software investigation was initiated but the issue could not be resolved. The software was determined to functioning as designed.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that they were accurate on almost all portions of the anatomy, except at the very center of the volume where they felt they were 3mm off. They had a good registration and that area was within the green sphere. Issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.